Event description:
The lay user / patient contacted lifescan (lfs) alleging that the meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The patient received a 3.4 mmol/l (61 mg/dl) and there is no information on whether he experienced any symptoms at the time of testing. The patient contacted a medical professional for advice and did not receive any medical treatment. The meter was previously set to the correct uom and the patient does not recall recently changing the uom. Customer care agent (cca) sent the patient a replacement meter.

Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.